Manufacturer narrative:
Follow-up # 1 date of submission 01/22/2015-device evaluation: the pump has been returned and evaluated by product analysis on 01/06/2015 with the following findings: animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. During a visual inspection of the pump, the battery compartment was observed to be cracked, and evidence of moisture ingress was observed inside the compartment. During testing, the battery cap secured properly to the pump; however, the pump did not power on and was completely unresponsive. The black box data could not be downloaded for review due to the pump¿s lack of responsiveness caused by moisture. A leak test was performed and failed due to a battery compartment leak. The pump case was removed and no further evidence of moisture ingress was found. Further adequate investigation of the cs 128 call service alarm complaint could not be completed due to the unresponsive pump.

Event description:
On (B)(6) 2014, the reporter contacted animas, alleging a power (128-fxxx) issue. It was reported that the pump emitted replace battery alarms with code 128-fxxx three times in thirty days. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.